Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate therapies for sinus tachycardia. It was noted that the patient had been rock climbing. Episode review identified myopotential noise that caused the rhythmid match percentage to drop slightly. Previous reprogramming was performed and the rhythmid threshold was changed to 92 percent and the vt-1 zone was increased to 175 bpm. The caller inquired if additional programming options were available. The reported clinical observations and discussion were documented. No adverse patient effects were reported.